Event description:
On (B)(6) 2016, the subject implantable cardiac defibrillator (ICD) was implanted with a volta 1cr65. On (B)(6) 2018, noise on the right ventricular channel was detected during the follow-up and in the remote follow-up, suggesting some lead issue. The physician decided the replacement of all the system taking into account the patient age and the ICD residual longevity. On (B)(6) 2018, the subject ICD and volta lead have been explanted and replaced. The physician is assuming that the lead was broken because the patient is practicing gymnastic with weights. The preliminary analysis suggests that the reported event is due to a lead issue.

Event description:
On (B)(6) 2016, the subject implantable cardiac defibrillator (ICD) was implanted with a volta 1cr65. On (B)(6) 2018, noise on the right ventricular channel was detected during the follow-up and in the remote follow-up, suggesting some lead issue. The physician decided the replacement of all the system taking into account the patient age and the ICD residual longevity. On (B)(6) 2018, the subject ICD and volta lead have been explanted and replaced. The physician is assuming that the lead was broken because the patient is practicing gymnastic with weights. The preliminary analysis suggests that the reported event is due to a lead issue.

Manufacturer narrative:
Based on the preliminary analysis of the returned unit, no issue is suspected on the subject ICD.

Event description:
On (B)(6)2016, the subject implantable cardiac defibrillator (ICD) was implanted with a volta 1cr65. On (B)(6)2018, noise on the right ventricular channel was detected during the follow-up and in the remote follow-up, suggesting some lead issue. The physician decided the replacement of all the system taking into account the patient age and the ICD residual longevity. On (B)(6)2018, the subject ICD and volta lead have been explanted and replaced. The physician is assuming that the lead was broken because the patient is practicing gymnastic with weights. The preliminary analysis suggests that the reported event is due to a lead issue.